Manufacturer narrative:
The suspect device was returned for evaluation. Per product evaluation, the complaint of leakage was confirmed. A leakage path at the proximal balloon leg was identified. This investigation is in progress. The investigation is still in progress. Further findings and conclusions will be reported in a timely manner. In this case, there was no injury or impact to the patient noted. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that there was a leaky balloon that wouldn't hold pressure during a case. Per additional information, the procedure was about 5 hours (mvr). Pr9 was placed without difficulty, balloon showed signs of possible incomplete deflation and high retorgrade pressures during retrograde delivery. Upon removal at the end of the case, fluid was injected and seen leaking near the balloon. No issues were noted during peparation. It was during initial placement when a small amount of fluid was injected in to the balloon to visualize balloon on echo and then upon drawing completely negative on the balloon, less fluid returned to the balloon than was injected. Balloon was easily inserted with no need for wire placement, and was felt to be in good position. There were increased line pressures upon initial retrograde cardioplegia delivery attempt. Balloon was fully deflated and retracted slowly until pressures allowed delivery of retrograde cardioplegia. There was no impact to patient or interruption of bypass due to the event. They were also using antegrade cardioplegia and wanted retrograde caridolplegia delivery with the pr9. After readjusting, the retorgrade cardioplegia was able to be delivered and it did not have to be replaced. Upon protamine administration, the pr9 was removed. Fluid was injected into the balloon under direct visualization. There was visible fluid leakage near the balloon. It was difficult to tell if the fluid was coming from the balloon or slightly proximal toward the handle.